Event description:
On (B)(6), 2012, the reporter/animas (anm) clinical manager contacted anm on behalf of the patient and reported a high blood glucose (bg) event. Multiple attempts by anm to contact the patient for follow-up information have been unsuccessful at this time. The reporter indicated that the patient's parents took her to an emergency room (ER) over the weekend due to a bg level in the "500's" mg/dl. The patient was reportedly on her second day of pump therapy. Reportedly at the time the patient was taken to the ER, her site had not been changed out. The patient was reportedly discharged from the hospital on saturday and pump therapy was started on sunday. The details of the ER visit were not provided. No subsequent bg excursions have been reported to anm by the patient or her parents at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient suffered a high bg level of over "500 mg/dl" and was taken to an ER. However, at this time, it is unknown if a pump issue, use-error, and/or other diabetes management factors contributed to the patient's injury. The patient was reportedly on her 2nd day of pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the history of the event date was overwritten in the pump¿s history due to continued use of the pump. The daily insulin totals appeared inconsistent due to an unrelated time and date issue. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.